Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered two shocks due to atrial arrhythmia with rapid ventricular response. The crt-d is functioning as programmed. No additional adverse patient effects were reported. Subsequent additional information was received that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device visited the emergency room (ER) due to shock. The health care professional (hcp) interrogated the device and called technical services (ts) requesting further review of the device stored ventricular episodes. Upon review, ts observed that the patient appeared to be in an atrial arrhythmia possibly with rapid ventricular response (rvr). Further review showed that the device had inappropriately delivered a shock therapy. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.